Event description:
A pt reported experiencing inaccurate high results with a ot basic enhanced meter. The pt's blood glucose was 74 and 118 mg/dl within 10 minutes, with a difference of 39 mg/dl. Pt did not experience any adverse events. No further info has been reported.